Event description:
It was reported that, during set-up for a cori assisted tka surgery, when plugging in the tablet, both screens go black and then the real intelligence cori main screen come back and the tablet says "enter sleeping mode" and continued to do so. The surgery was completed, without any delay, with the main screen. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
Additional information: b5 event desciption. Additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the procedure was actually completed with the main monitor and the was no change in the surgical technique. The reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during set-up for a cori assisted tka surgery, when plugging in the real intelligence tablet, both screens go black and then the main screens come back and the tablet says "enter sleeping mode" and continued to do so. The surgery was completed, without any delay, changing to manual procedure. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).